Manufacturer narrative:
(B)(4)

Event description:
It was reported that low pacing lead impedance was observed. The lead was capped when the device was found to be at eol. Patient was stable post procedure.